Event description:
It was reported by a surgeon that there was a case of post-operative endophthalmitis, with the opo85 compact intuitiv pack tubing mentioned as a potential contributing factor. Additional information indicated that the issue did not occur during the first use of the product. There was no written evidence of additional medical or surgical intervention, but the surgeon verbally mentioned during a meeting on (B)(6) 2025, that the condition involved serious inflammation of the eye, typically caused by an infection. It was also noted that the patient¿s daily activities were not affected. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.